Manufacturer narrative:
One image of the device was received for analysis. The reported issue was confirmed in the photo, which demonstrated the leak in the device. However, the investigation was not able to identify a root cause for the leakage. As no lot number was provided, a review of device history records could not be conducted. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that respiratory gas humidifier leaked dye and fabric into the ballard after it got wet. There was no reported patient involvement and no reported patient harm.